Event description:
The graft was initially implanted as a femoral-bifemoral bypass to treat a blockage. In 2003, the graft was revised by stretching due to it being pulled out of place. Following the revision, 2 months later an area around the groin about the size of a nail head opened and began draining. Subsequently, the patient developed a graft infection, which was treated with vancomycin. The patient has developed an allergic reaction, in the form of a rash, to the antibiotic. The exact incident date is unknown and appears, at this time, to be unattainable. The incident date has been approximated for reporting purposes only.